Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After a full recapture of the closure device, the was kinked. A new was used to complete the procedure. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) with a watchman delivery system in the sheath and blood in the device. The device was microscopically and visually examined. There was a kink on the device 18.5cm from the tip. The watchman delivery system (wds) was removed from the was with flushing. A new watchman delivery system (wds) was advanced into the hub/sheath, and was able to snap in. The wds was able to be snapped into the sheath in the expected manner, and an audible snap was heard. The was was flushed, and no issues were detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported sheath kink.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After a full recapture of the closure device, the was kinked. A new was used to complete the procedure. No patient complications were noted.